Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was alleged by the patient¿s sibling (caller) that the patient was wearing a pod at the time medical attention was sought due to an issue related to the omnipod 5 system. On (B)(6) 2026, the patient experienced glucose management concerns while using the system. According to the caller, the controller app and sensor displayed ¿high,¿ while a fingerstick blood glucose measurement showed 42 mg/dl. The patient¿s blood glucose level was also reported to have reached 400 mg/dl. Due to concerns that the pod was not functioning as expected, insulin was administered via injection. The patient was reportedly hospitalized from (B)(6) 2026 to (B)(6) 2026 (7 days). The reported diagnosis was uncontrolled glucose levels, and treatment reportedly included monitoring and insulin administration. No additional treatment details were provided. During subsequent follow-up, the patient¿s sibling clarified that the issue was related to a sensor value discrepancy between the system readings and fingerstick testing. The caller reported that the issue was resolved and stated that the patient was doing well and had resumed pod therapy.